Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that during sterilization of the hercules iii arm, it was found that the cable was fraying. There was no pt involvement as this occurred during a non-clinical activity.